Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally turned the pump off. Customer had elevated blood glucose (bg) levels (279 mg/dl). Customer delivered a bolus to address elevated bg levels. Reportedly, the pump was successfully turned back on and insulin delivery was resumed.